Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, x94d54, and no non-conformances were identified. Manufacturing date: 02/23/2022, expiration date: 01/31/2025. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the liver transplant procedure, 35mm echelon power mechanical suture is passed, a recharge is mounted and when using it, the jaws lock, it does not allow it to be opened again, and it cannot be used, the battery is removed, turned and placed and the gun does not respond, therefore a second set of reloading and mechanical suture is opened. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2022. Additional information: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? With regard to the questions, I confirm that the pve stapler did not staple or cut the tissue and it blocked on the first shot, leaving the jaws closed; an attempt was made to open the jaw with the reverse button but it did not work, for this reason manual activation was used, achieving the opening of the jaw. By clinic protocol, this material was discarded as a biological risk.